Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 03.037.028, lot# 9298606. Manufacturing location: (B)(4), manufacturing date: feb 24, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, the 5.0mm hexagonal flexible screwdriver broke during sterile processing. The breakage occurred where the shaft intersects with the handle and where there are serrations allowing the shaft to be flexible. The device broke into two (2) pieces. There was no patient involvement. This report is for one (1) flexible screwdriver. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product development investigation was performed on the returned device (5mm hex flexible screwdriver, part # 03.037.028, lot # 9298606). The subject device was returned and reported to have broken during sterile processing. This complaint condition was likely caused by over a year of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. The 03.037.028 5mm hex flexible screwdriver is an instrument routinely used in the tfnadvanced proximal femoral nailing system. The device was returned and reported to have broken during sterile processing. This condition is confirmed; the shaft of the device is broken at the end of the first rotation of the irregular spiral cut. It is likely that over a year of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in 2/2015 and is over a year old. The balance of the returned device is in otherwise fairly good condition with only some mild wear at the distal end of the device. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.